Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient had dizziness and was hospitalized. The atrial lead was oversensing the ventricle resulting in inadequate mode switching. The device was reprogrammed and the lead remains in use. The patient is a participant in the optilink hf study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d234trk implantable cardioverter defibrillator: (B)(6) 2011; a 694765 implantable tachy lead: (B)(6) 2011; a 419588 implantable pacing lead: (B)(6) 2011. (B)(4).